Manufacturer narrative:
(B)(4). Reporter is company representative . Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. The actuator of the device was observed to be deformed. To test the functionality of the device, the trigger was pushed and pulled to open and close the upper jaw of the device. It was observed that the upper jaw opened, however would not close all the way. The device is reusable, and the lot number suggests that it is currently 15 years old. When the actuator is deformed the jaw will not close completely, therefore is a root cause for the jaw not closing properly. The actuator may have been deformed due to user mishandling. However, given the information provided we cannot discern definitively how the actuator was deformed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a shoulder repair procedure the customer's penetrating grasper 35 degrees up jaws would not close. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation.